Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was premature battery depletion. The event occurred during normal use. Diagnostics included telemetry. The battery was out and would be explanted. The issue was not resolved at the time of report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4) found to be at normal end of life with telemetry and output okay. Fdc 67 pertains to the implantable neurostimulator (s/n: (B)(4). Fdm 10 and fdr 213 pertain to the implantable neurostimula tor (s/n: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was explanted. No further complications were reported/anticipated.